Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an explant of their device system as the patient needed an MRI. Additional information received reported the health care provider was having an issue removing the extension and titan anchor. It was further reported the extension plastic was coming off and separating from the wires. The reporter stated that they did not believe the extension had been sutured down in the place where they were having difficulties removing the device. It was later reported the cause of the issue had not been determined. The extension and anchor were successfully explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39. Product type: accessory: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3998, lot# v017182, implanted: (B)(6) 2007. Product type: lead: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 3998, lot# v019145, implanted: (B)(6) 2007. Product type: lead: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).